Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were placement signal (ps) alarms triggered in early of the case but resolved quickly. There were no motor current (mc) spikes or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely due to pump was not in proper position since it was confirmed pump was deep and hemolysis was improved after positioning of the pump. The cause of positioning issue was unknown. Thrombocytopenia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that during insertion of impella cp, that there was no anticoagulation, due to suspected heparin-induced thrombocytopenia. The day after observed increased lactate dehydrogenase and urine turning red/pink on rounds. Point-of-care ultrasound with device deep (~6cm). Retracted and slack removed to 4cm from aortic valve with poor windows. Team to evaluate hemolytic profile. Not a candidate for surgical revasc or percutaneous coronary intervention. Plan to wean to explant over weekend and proceed with home hospice. Urine "looks like it is clearing". The pump was explanted the next day.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.